Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 33mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 17 years, five (5) months due to degeneration leading to mitral stenosis and severe mitral regurgitation. The tmvr procedure was performed with a 29mm edwards transcatheter valve successfully. Post valve deployment, tee demonstrated a mean mitral valve gradient of 2 mmhg with mild mitral regurgitation. The procedure was complicated by the creation of a significant atrial septal defect with bidirectional shunting. The patient was transferred to the ccu for monitoring. The patient was discharged home with home health service on pod #4.